Event description:
It was reported that a patient presented to the hospital with "complaints". Upon review of xray, it was observed that two xia 3 titanium blockers had come loose from the screw head. Revision surgery has been performed. This report captures the second of two blockers.

Manufacturer narrative:
Corrected data: b.5. Has been updated to reflect that only one blocker was reported to have migrated. Upon additional review of reported information and the received device, it has been determined that only one blocker was reported to have migrated initially. No issue related to the reported event was found with this product. This blocker does not show signs of migration as there is no chattering and 2 rod indentations present from final tightening.

Event description:
It was reported that a patient presented to the hospital with "complaints". Upon review of xray, it was observed that two xia 3 titanium blockers had come loose from the screw head. Revision surgery has been performed. Upon additional review of reported information and the received device, it has been determined that only one blocker migrated. The reportable blocker has been captured in 3005525032-2020-00035. There is no event associated with the blocker captured in this MDR.